Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and one electronic photo was provided for review. The photo shows one navarre universal drain catheter in a irregular shape. The locking thread of the tube was found broken and twisted throughout however it is considered incidental as it is not related to the reported event. A partial circumferential split was noted near the distal end of the hub of the tube. Therefore, the investigation is confirmed for the reported fracture issue as a partial circumferential split was noted on the hub of the tube. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3, h6(method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a percutaneous transhepatic cholangiodrainage pipe placement procedure, the joint was allegedly damaged. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a percutaneous transhepatic cholangio drainage pipe placement procedure, the joint was allegedly damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).